Event description:
The event involved a secondary set, secure lock, with IV set hanger, 34 inch where the customer reported that bmt were administering fluid and the line burst. The customer stated "secondary tubing set literally broke in half as she was spiking her ivab. The spike & chamber of the tubing remained in her hand while the bottom half of the tubing fell to the floor. There also was not a green slide clamp on the new tubing. She quickly inverted the ivab & requested new tubing from another staff member d/t her being in an isolation patient room." The fluid administered at the time of event was IV antibiotic. There was patient involvement and no adverse event.

Manufacturer narrative:
Received one (1) used list# 142300490 secondary set. As received the tubing was observed to be separated. Examination of the tubing showed the tubing separation to be clean on the outer lining, typical of a cut. The manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. Additionally, a tear was observed. Examination of the area showed a rough lining. It was also observed that the clamp was missing, this could be a result of the tubing separation. The complaint of burst line can be confirmed due to the tubing separation observed. The probable cause of the separation is a sharp object during use. During the investigation a tear was also observed on the tubing. The probable cause is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.